Event description:
On 26 december 2024, senseonics was made aware of an incident where user reported symptoms of itching, pressure and warmth under the skin at the insertion site. The user wanted to have the sensor removed.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported symptoms of itching, pressure and warmth under the skin at the insertion site. The user will reach out to the hcp and wanted to have the sensor removed.

Manufacturer narrative:
H6. Investigation conclusions updated to 22. B4. Date of this report 07 february 2025. G3. Date received by the manufacturer? 07 february 2025.